Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported pressure built up in the extracorporal circuit and exploded. The blood splattered into a 3 or 4 feet radius of the heart lung console. The user was closing the patient with the cardioplegia lines still circulating. The cardioplegia lines were mistakenly clamped, resulting in the pressure build up and circuit failure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.